Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that she was walking through the kitchen and she heard the motor error for the first time. Customer was able to rewind and stated that the pump working. Customer was watching tv when she heard the alarm go off. Customer rewound the pump and it seems to be working. Customer did see a doctor for an MRI but did not take the pump to the room with her. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.